Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2019 with the following findings: evaluation revealed contamination under all of the keypad button contacts when the keypad cover was removed. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 14-may-2019.